Manufacturer narrative:
.

Event description:
It was reported by the physician the patient underwent prophylactic vns generator replacement surgery on (B)(6) 2015 as the generator was at the ifi = yes condition. It was also reported the patient had 9 grand mal breakthrough seizures the weekend prior to the surgery. The generator was received by the manufacturer. Analysis is expected but has not been completed to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis for the returned generator was completed. The device output signal was monitored while placed in a simulated body temperature environment. The results showed no signs of variation in the generator's output signal and demonstrated the device provided the expected level of output current for the entire monitoring period an electrical evaluation was performed and showed that the generator performed according to functional specifications. During product analysis, the final electrical test showed the generator was at an ifi = yes condition. No additional relevant information has been received to date.